Event description:
It was reported that two months following the subcutaneous implantable cardioverter defibrillator (s-ICD) system implant, the physician observed that the shock impedance measurements had risen to greater than 400 ohms. Diagnostic imaging was taken, which potentially showed the electrode moved leftward. Boston scientific technical services was contacted and stated that three potential causes for this out-of-range impedance could be electrode impairment, electrode under-insertion into the device header, or device impairment. Surgical intervention was recommended, as the system was unlikely to be able to deliver therapy, if required. Recently, a surgical revision procedure was performed, where it was observed that the electrode had loosened from the header and was not fully connected. The physician cleaned the electrode end, and it was re-inserted into the device header and re-screwed to resolve the event. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.